Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they attempted to tighten the needle tip to the syringe body. The needle tip wouldn't seat and the luer lock would not tighten. There was no patient injury.